Event description:
It was reported that during the implant procedure the device was considered for implant, but was not used because it was too large for the physiology of the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.